Event description:
It was reported that the patient's pump "quit working." The patient went into severe withdrawals and was nearly "killed." It was noted that the battery had died on one of the patient's pumps, but it was unclear which one. The drug used in this system was demerol.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l58361, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the catheter was replaced in 2002.